Event description:
A non-union and 4 broken screws were noted on a f/u visit. The 2.4mm/2.7mm lcp x-plate and 2.7mm locking screws (qty 4) were removed. Pt revised to synthes 4.5mm headless screws (qty 4) and 6.5 mm headless screws (qty 3). Explanted hardware was discarded by hosp. Reportedly pt is a substance abuser. This is report 5 of 5 for this event.

Manufacturer narrative:
Actual device not returned, investigation cannot be completed. Part and lot number of device not provided, device history record review cannot be performed.